Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent osteosynthesis reduction by locking compression plate for a left femur fracture. Five months later, the head of four screws broke off in the plate. The heads of two of the screws remain stuck in the plate. A plate, seven locking screws, and a cortex screw were also removed intact. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification code hwc. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
An investigation was conducted and based on the topography of the fracture surface, we can conclude that the implants were subjected to one sided dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture. The locking screws could not resist the applied force which finally led to the material overload and fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. The manufacturing documents were reviewed and no complaint related issues were found. MFR site is (B)(4).